Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: "925 mg/dl" and 108 mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: "800 mg/dl" and 113 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.